Event description:
Before the item was brought up to the patient, the surgical tech noticed that a small washer had broken off from the instrument. It was removed and never used.what was the original intended procedure?open abdominal case.